Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact with no physical damage found upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation. Root cause of the reported issue is unknown as no fault was found, but a defective capacitor could be a possible cause. Preventively replace the back up capacitor. The product is beyond 11 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that during the use of the product a "power lost" alarm went off, while the pump was on and then the pump unexpectedly turned off. After that, the pump automatically powered on and it became operative. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.